Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the tear in the inner member is likely what was perceived as the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture or noted leak in the inner member. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery. A 6french (fr) guiding sheath and an emboshield nav 6 were inserted without issues. The 4.0x20mm viatrac balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and advanced without resistance. The balloon was inflated once at 9 atmospheres (atms). Upon removal, it was noted that the balloon burst due to blood in the balloon and blood went back in the indeflator. Stroke symptoms started showing soon after. Intravenous nitroglycerin was administered. The procedure continued with an xact stent successfully being implanted without issues. Post dilatation was performed using another 5.5x20 viatrac bdc without issues. The emboshield nav 6 filter was removed without issues. The stroke symptoms resolved after the procedure. In the physician's opinion, the viatrac bdc and all other abbott devices used did not cause or contribute to the stroke. There was no adverse patient sequela. No additional information was provided.